Event description:
During a low anterior resection procedure, the middle of the staple line separated and was not intact. The surgeon had to had sew the staple line before completing the functional endo-to end anastomosis. There was no pt consequence.

Manufacturer narrative:
Tracking # 417678-0. Date sent: 7/22/2005. A1,2,3,4; b3,6,7; d11: info was not provided by the initial contact. D4; h4: info is unavailable; device was not returned for eval.